Event description:
It was reported that during implantation, the right atrial (ra) lead exhibited a lack of atrial sensing. An ra lead revision was performed at that time. It was later reported that the patient presented with a pericardial effusion post-operatively. A lead dislodgement was detected. The ra lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5086mri52, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The analyst noted that electrical resistance and cross continuity test results were within specifications.